Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was wet and could not determine if the infusion set was leaking. No adverse event was reported. The infusion set was requested to be returned for product evaluation.